Event description:
It was reported that the bd alaris smartsite low sorbing secondary set experienced component separation. The following information was provided by the initial reporter: separation at the tubing/male luer joint.

Manufacturer narrative:
H6: investigation summary no sample (mat # 10014881) was returned by the customer. Photos representation of sample was provided for the complaint. It was reported by customer that separation at the tubing/male luer joint. The tubing easily detaches in two places. The photos could verify the complaint and separation could be clearly observed that tubing has a sleeve in this joint and this is a separation of tubing with male luer was reported. Quality notification sent to manufacturer. A device history record review for model 10014881 and lot number 23019220 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31jan2023. A device history record review for model 10014881 and lot number 23019220 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31jan2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. According to manufacturer no potential causes were found related to this failure mode since the photos provided by the customer confirm the failure mode, but these are not enough information to identify possible causes.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite low sorbing secondary set experienced component separation. The following information was provided by the initial reporter: separation at the tubing/male luer joint.